Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : b1.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found power supply was defective. However, the unit is currently non-functional. As the power supply unit is no longer available, the unit will be condemned. Due to character restriction in block e1 event site telephone is (B)(6).

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) was not switching on mains. There was no patient involvement reported.